Manufacturer narrative:
An event regarding excessive levels of chromium cobalt involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, histopathology report, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a right total hip arthroplasty on (B)(6) 2012. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6) 2016.